Event description:
It was reported that, the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. The hcp suspected that the ventricular tachycardia (vt) was induced due to ICD had pacing on the t wave. Ts reviewed the stored ventricular event and discussed programming optimization options. The hcp stated the patient will be scheduled for an in person follow up visit to optimize the device programming. At this time, the ICD remains in service. No adverse patient effects were reported.